Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with an implantable neurostimulator (ins) for non-malignant pain. It was reported patient got a message on it and it said por. It was reviewed meaning of por- power on reset, therapy had stopped due to por. It was documented what patient was doing at time por was seen. Patient was trying to turn stim on using his patient programmer (pp). Initially, patient got information por then after trying to turn stim on with ins recharger (insr), patient got warning por. The por indicated patient programmer was not available. Patient stated he needed to get some batteries and would call back when had some batteries. They couldn¿t troubleshoot due to lack of access to product. No further complication and events were reported.

Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.